Event description:
End user hospital noted plastic foreign matter in female lumen of one stopcock. There was no patient injury.

Manufacturer narrative:
Visual examination of returned stopcock revealed white foreign matter, plastic in appearance, in the lumen of the stopcock. It has been determined that during the automated application of the dust caps to the stopcocks, a portion of the dust cap was shaved off. Since this stopcock was mfg, co has corrected the set-up of the alignment fixture for the stopcock bodies during assembly. Co has also revised co inspection process for this product to require the removal of dust caps during in-process visual inspections.